Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell. The fall resulted in high ventricular threshold. The physician elected to extract the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.